Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Three (3) controllers ((B)(6)) were not evaluated since patient consent was not received. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on 8/may/2023 at 21:17:09 and 22:36:33, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a gradual increase in power consumption and estimated flows leading to parameters above the normal operating range leading up to 09/may/2023, followed by a sudden decrease in power consumption and flows on 09/may/2023. (B)(6) log files revealed twenty-six (26) high watt alarms were logged on 09/may/2023 between 00:29:07 and 11:05:42. (B)(6) alarm log file then revealed three (3) vad disconnect alarms and one (1) vad stopped alarm were logged on 09/may/2023. The first vad disconnect alarm was logged at 11:19:33 indicating a physical disconnection of the driveline, likely due to the reported controller exchange. The vad disconnect alarm cleared at 11:20:17 indicating the driveline was connected to the controller, likely due to troubleshooting of the reported vad stopped alarm after the controller exchange. The vad stopped alarm was logged at 11:20:37 indicating a failure of the pump to restart after multiple attempts. This vad stopped alarm was followed by two (2) additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and several controller power up events without pump start events, logged since 11:21:16 on 09/may/2023, likely due to troubleshooting. The data log file associated with (B)(6) was not available for analysis. Review of the event log file associated with (B)(6) revealed two (2) controller power up events were logged, indicating the controller was put in use following a controller exchange. Of note, the pump ID was not set during the initial programming of the controller. Additionally, multiple clock change events were logged within the analyzed period. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. The observed pump ID not set in the log files and clock change events are additional findings not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change events can be attributed to the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. After the initial controller power up, the date/time was updated by the monitor to 18/jun/2010 on the controller. Due to the adjustment in date/time on the controller, the sequence of events involving (B)(6) could not able to be determined. Review of the alarm log file associated with (B)(6) then revealed four (4) vad stopped alarms and four (4) vad disconnect alarms were logged. The vad stopped alarms were logged indicating a failure of the pump to restart after multiple attempt. These vad stopped alarms were followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Several controller power up events without pump start events were then logged. Likely due to troubleshooting. Log file analysis associated with (B)(6) revealed three (3) controller power up attempts without pump start events were logged on 09/may/2023 at 11:24:12, 11:24:58 and 11:25:31, likely in preparation of a controller exchange. Review of the alarm log file associated with (B)(6) revealed that two (2) subsequent vad disconnect alarms were logged at 11:24:17 and 11:25:03, likely due to the controller being powered on without the driveline connected. (B)(6) event log file then revealed a controller power up event recorded on 09/may/2023 at 11:25:46, indicating the controller put in use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed two (2) vad stopped alarms and three (3) vad disconnect alarms were logged on 09/may/2023. The first vad stopped alarm was logged at 11:29:07 indicating a failure of the pump to restart after multiple attempt. This was followed by a controller power up event at 11:29:23 and the first vad disconnect alarm logged at 11:29:28 indicating the controller was powered on without the driveline connected, likely due to troubleshooting. The vad disconnect alarm cleated at 11:30:15, indicating the driveline was connected to the controller. Several controller reset events were logged between 11:30:32 and 11:32:28. Prior to the controller reset events, logs revealed that only one power source was connected to the controller at 11:30:15 during an attempted pump start. The second vad stopped alarm was logged 11:42:43 indicating a failure of the pump to restart after multiple attempt. The second vad disconnect alarm was recorded at 11:34:53 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Several controller power up events without pump start event and the third vad disconnect alarm indicating the controller was powered on without the driveline connected, were recorded between 13:47:25 and 14:07:24, likely due to troubleshooting. Log file analysis associated with (B)(6) were not available for analysis. As a result, the vad stop event involving (B)(6) could not be confirmed. The reported vad stop events involving (B)(6) were confirmed. The reported controller fault alarms involving (B)(6)were confirmed. The vad stop event involving (B)(6) could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root causes of the vad disconnect alarms can be attributed to physical disconnection of the driveline due to controller exchanges, the controller being powered on without the driveline connected, and/or physical disconnections of the driveline from the controller due to troubleshooting of the vad stopped alarms. The most likely root cause of the observed controller power up events can be attributed to controller exchanged and troubleshooting of the vad stopped alarms. CAPA pr00609659 is investigating controller resets during pump start. Based on the available information, the device may have caused or contributed to the observed high power event. Based on historical review of similar events, the most likely root cause of the observed high power event can be attributed, but not limited to external factors such as thrombus formation/ingestion. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that following a cont roller exchange, the vad would not restart and the patient died. Additional patient and device information was also provided. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-apr-2021 / serial #:(B)(6) UDI #: (B)(4) d6a: implanted date: (B)(6) 2020 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-apr-2019 h5: yes h6: patient ime code(s): e2107 h6: imf code(s): f02, f0801, f23 h6: img code(s): g04105 h6: FDA device code(s): a141203 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2023 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-aug-2022 h5: no h6: patient ime code(s): e2107 h6: imf code(s): f02, f0801, f23 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-jan-2019 h5: no h6: patient ime code(s): e2107 h6: imf code(s): f02, f0801, f23 h6: img code(s): g04035 h6: FDA device code(s): a141204, a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department and the controller was exchanged. The ventricular assist device (vad) stopped and would not restart; review of log file data indicated that the second controller exhibited an unexpected loss of power. The second controller was exchanged back to the primary controller without success. A third controller was used but was not able to restart the vad. Life-saving measures were immediately taken, but were later discontinued in the absence of a therapeutic goal or an expected recovery. The patient subsequently died in the intensive care unit.

Event description:
It was further reported that a fourth controller was used but was not able to restart the vad.

Manufacturer narrative:
A supplemental is being submitted for an update to: -b5.desc evt problem -h10: additional product additional products: d1: vad d4: (B)(6), d1: controller d4: (B)(6), d1: controller d4: (B)(6), d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sept-2019 / serial#: (B)(6), UDI #: (B)(6), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-sept-2018 h5: no h6: patient ime code(s): e2107 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): axx h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding additional event details, vad implant date and patient demographics, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two controller fault alarms due to the internal battery end of life. The controller remains in use. No patient complications have been reported as a result of this event.